Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One 18g nexiva unit from lot 4232063 was provided for investigation. The cannister and septum were noted to be deformed within the catheter adapter, which likely created a fluid path that allowed fluid to leak. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd nexiva 18 ga x 1-1/4 in single port leaked at the septum. The following information was provided by the initial reporter: staff relay at the time of insertion, after retracting the needle, blood is leaking from the catheter hub. Staff relay "it seems like the valve is not working properly'.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.